Event description:
It was reported by the pt's legal counsel that the pt received an implant on (B)(6) 2007 and was revised on (B)(6) 2011 due to pain.

Manufacturer narrative:
Investigation into the mfg records for the implant indicated that it was mfg to specification. Without further info, the root cause of the pt issue cannot be determined. Should additional info be provided to further this investigation, the report shall be updated.